Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce he event, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to abnormalities in lamp and ignition substrates. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus while preparing for use, when trying to fit a urf scope, the evis exera iii video system center displayed a e103 (lamp light-up error). Different scopes were tried, and the problem repeated most of the time. The urf scope was a bit loose inside the connector. Similarly, another light source was inspected and fitted the same way without giving any error codes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.